Event description:
It was reported that a patient underwent an intestinal obstruction surgery procedure on (B)(6) 2022 and suture was used. The suture pulled off the needle during surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare®, active ingredient(s): triclosan, dosage form ¿ suture/solid/parenteral, strength: 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/29/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one open sample that pertain to product code vcp433h. During the visual inspection of sample, the swage and attachment area were noted to be as expected. The barrel hole was examined under 20x magnification for suture remnant, and none was observed. The suture end was examined and there isn¿t sufficient impression at the swage end, resulting in a light swage. Based on the information currently available, iight swage issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.